Manufacturer narrative:
No parts were returned to the manufacturer for analysis

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement. It was reported that the monitor on the camera cart went black and displayed some message, but then returned to normal. User was unable to see what the message actually said. They were not currently navigating at the time, and this caused no delay or impact to the patient outcome.